Event description:
Customer reported cartridge alarm, indicating the installed cartridge could not be used. She attempted to replace the cartridge, but the problem persisted. There was no adverse impact on blood glucose level. Technical support called and left a voicemail concerning the issue and sent a follow-up email to address the problem.